Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-13374. It was reported that the pacemaker dependent patient was admitted due to tripping over a floor vent and fracturing hip. The physician requested the device be interrogated for possible arrhythmias. Upon review, it was discovered that there were no arrhythmias reported. However, the right ventricular lead exhibited failure to capture, high impedance, and a fracture. A procedure was performed to implant a temporary lead. During the procedure, it was discovered that the left ventricular lead exhibited externalized conductors. Both leads were attempted to be explanted however, the subclavian vein was too tight to place 2 more leads. The rv lead was capped and replaced on (B)(6) 2020 and the left ventricular lead is still being used. The patient was in stable condition.